Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 427 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 192 mg/dl. Troubleshooting found that the drive support cap was normal but there were air bubbles in the tubing. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.